Manufacturer narrative:
Investigation summary: no samples were received for investigation of pr (B)(4), in which the customer has stated: ¿found that a small amount of liquid exuded from the connector¿. The product in use at the time is reported to be a mp1000 china from lot 21085864. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 21085864 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
It was reported that while using the bd maxplus¿ pressure rated extension set with removable needleless connector there was leakage. The following information was provided by the initial reporter, translated from chinese to english: the patient has an indwelling PICC infusion line, at the time of admission, due to the patient's nutritional deficiencies, to be rehydration therapy, before the infusion to be replaced with a needleless connector, ten minutes after the start of infusion, found that a small amount of liquid exuded from the connector, tighten the connector, observation for 2 minutes, there is still a small amount of liquid exudation, to be replaced with a new needleless connector, did not continue to appear liquid exudation. No obvious harm was caused to the patient.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd maxplus¿ pressure rated extension set with removable needleless connector there was leakage. The following information was provided by the initial reporter, translated from chinese to english: the patient has an indwelling PICC infusion line, at the time of admission, due to the patient's nutritional deficiencies, to be rehydration therapy, before the infusion to be replaced with a needleless connector, ten minutes after the start of infusion, found that a small amount of liquid exuded from the connector, tighten the connector, observation for 2 minutes, there is still a small amount of liquid exudation, to be replaced with a new needleless connector, did not continue to appear liquid exudation. No obvious harm was caused to the patient.